Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump sounded like it was running, but it was not delivering. Mmdg made multiple follow up attempts to obtain additional information, but no additional information about the complaint was provided. (B)(4).